Manufacturer narrative:
The customer¿s report of a set separation was confirmed. Visual inspection of the set noted separation at the engagement between the upper fitment and silicone segment components. The expected ring retainer was received; visual inspection of the separated silicone segment end observed there was a retainer ring indentation with no issues observed with the placement of the indentation. No other damages or any issues were observed with the rest of the set. Functional testing was not performed due to the obvious damage. The root cause of the customer¿s report of set separation was identified to be due to low retention values from the pump segment assembly machine cycle time being interrupted.

Event description:
The customer reported an IV tubing separation at the upper fitment of the pump segment during an unspecified infusion. Although requested additional are not available. There was no patient harm.